Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test and motor error alarm due to blank display. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.